Manufacturer narrative:
Additional information received on 27 june 2016 and includes: there is an infection. The pathogen is unable to be obtained. Batch review performed on 11 july 2016. (B)(4). On 13 july 2016 it was prepared a final report with the information here reported: infection is a known possible complication of joint arthroplasty. From the data available there is no evidence that the event is device related. On the same day the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.